Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed bad sensor during normal use. The customer also received calibration errors as well. Customer does not recall any significant events leading to the error. Customer's blood glucose was 340 mg/dl at the time of incident but also indicated that he had high blood glucose of 429 mg/dl. Troubleshooting was done for sensor and customer was advised to monitor issue and to call back if event occurs again. The customer was advised that the sensor would be replaced and to return the old sensor for analysis. No further information was provided.